Manufacturer narrative:
On 8/31/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - a suction tube was returned in used condition, showing an orange tape marking, wear, broken, black staining. While performing the visual inspection of the instrument; it is noticed that in the shaft area there is a hole. It appears this is the area of breakage. There is black staining within the area also. Without knowing how the instrument was handled and how much pressure was used during use, the cause of the complaint is undetermined. The complaint report is confirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports the baron suction tube 4 angled 5fr broke at hub during use in surgery. On (B)(6) 2016 customer reports device broke when suctioning nasal cavity, no harm done, no further information available.